Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an infusion set tubing issue event on (B)(6) 2026. The infusion set tubing was discolored and the infusion set had been in use for twenty four hours. No further information available.